Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient had high power following low flow alarms. The log file confirmed low flow and high powers. The primary system controller was exchanged, however, high powers were still recorded on the backup system controller. The log file also displayed three driveline disconnect events at the end of the file, which indicated the system controller exchange.

Manufacturer narrative:
The patient remains ongoing with the implanted device. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
A root cause for the reported event could not be determined through this evaluation. A full examination of (B)(4), could not be conducted because the patient remains ongoing on vad support. However, the instructions for use cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.